Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the root cause of the reported infection and bleeding could not be determined. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline with yellow and bloody drainage coming from all around the driveline. No part of the skin was adhered to the driveline. Culture was taken that grew out staphylococcus epidermidis. Subject started on cephalexin, 500 mg daily for life starting on (B)(6) 2018. Subject was not admitted. With follow up visits, subject continues with drainage and was advised to continue cephalexin. Subject never reported fever with this event, nor has medication been changed. As of (B)(6) 2019, subject still being treated for superficial driveline infection. No further information was provided.